Event description:
Overdose of medication related to pump malfunction of a pump involved in bd alaris pump recall. Pt in preterm labor magnesium sulfate IV infusion ordered with maintenance dose of 50 ml/hour started on (B)(6) 2019 at 2144. At 2350 pt called out to staff complaining of abdominal pain, feeling hot with nausea and vomiting. Magnesium bag noted with only 30-50 mls left. Pump shows 320 mls left to infuse. Magnesium level obtained with result of critical high value of 9.9. FDA safety report ID# (B)(4).